Event description:
It was reported to boston scientific corporation on (B)(4) 2013 that a sensation small oval snare was used during colonoscopy procedure. According to the complainant, during the procedure, the snare did not receive any electrical current and there was no indication that cautery was working. The physician changed the non-bsc active cord and the patient return electrode; however the snare still could not cauterize. The snare was replaced with another sensation snare and used to complete the procedure without any issues. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4) for the reported event: current failure. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Visual evaluation of the complaint device found no issues. The device passed the electrical test; the electrical resistance was found within manufacturing specifications. The complaint was not confirmed. The unit showed neither evidence of the alleged issue nor any defect which could have contributed to the reported current failure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that a sensation small oval snare was used during colonoscopy procedure. According to the complainant, during the procedure, the snare did not receive any electrical current and there was no indication that cautery was working. The physician changed the non-bsc active cord and the patient return electrode; however the snare still could not cauterize. The snare was replaced with another sensation snare and used to complete the procedure without any issues. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.